Manufacturer narrative:
Result: damaged scale assembly.

Event description:
It was reported by service report that the scale did not function on the bed. No pt involvement or adverse consequences were reported.